Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity warning and was exhibiting high threshold, noise, and out of range impedance. A rv lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.